Manufacturer narrative:
Previously stated, a medtronic representative went to the site and could not replicate the issue. A medtronic representative went to the site and tested the imaging system. Testing found that the gantry of the imaging system could not complete any motion. No additional information was provided. No parts have been received by the manufacturer for evaluation.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The initial report occurred on (B)(6) 2016 and was found to be a non-reportable malfunction based on the information available at the time the event occurred. On 01/17/2017, a retrospective review related to a CAPA was completed for all events where the reported malfunction was not previously associated with serious injuries; the reporting determination has been revised to consider these malfunction events reportable. A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue.

Event description:
A medtronic representative reported that, while outside of a procedure, the imaging system was not starting up properly. No additional information was provided. There was no patient present when this issue was identified.